Event description:
During a total knee replacement, an "e" lps nexgen femoral component and a size "4" stemmed tibial component were implanted. A size "17" striped yellow (e/f) articular surface was needed. There was not one immediately available. An employee of the hosp located a size "17" striped yellow (a/b) and delivered it to the surgeon. The e/f versus a/b discrepancy was overlooked and the "17" striped yellow was implanted.